Event description:
As a hosp physician was attempting to cut around a pt's cervix to remove pt's uterus with a sonosurg scissors (probe and handle), an audio alarm sounded and use of the instrument was discontinued. Next, a visual warning was observed on the status display. The physician noticed that the tip of the probe broke off when the instrument was pulled back into the trocar. As he inserted a second instrument into the trocar, the broken piece fell out and into the pt. The piece was retrieved and the procedure was completed with another device. There were no complications associated with the occurrence.